Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the arterial module failed to function. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.